Event description:
A malfunction was reported with a displayed malfunction code, malf 9, occurring on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future occurrences. The customer acknowledged and understood the guidance provided.